Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Manufacturer's first level investigation unit detected that the menu button is permanently pressed which could be the reason that pump starts up with e-8. Pump will be forwarded for investigation. No adverse event alleged.